Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000 ml eva tpn bags were leaking from the bottom of the bags. This occurred prior to patient use. There was no patient involvement. No additional information is available

Manufacturer narrative:
The device was manufactured 05/17/2018 - 05/18/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.